Event description:
The complainant reported that a vaxcel implantable port had been therapeutically implanted in a female pt in 2007, without incident. The port was employed 4 times for the pt's chemotherapy treatment. On approx one and a half months later, the clinicians found that they were unable to get a blood return and that they were unable to properly flush the device. At that time the pt finished the chemotherapy treatment through a peripheral IV. The port was removed from the pt in early 2008. The pt's chemotherapy treatment was completed at that time, and another port was not placed. After port removal the clinician observed that the catheter appeared torn at the hub. The complainant reported that there was no adverse affect on the pt as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this MFR, but a physical evaluation has not yet been performed. At this time we are unable to determine if the device met specification. The device history records for this lot was performed; no anomalies were noted. At this time, we are unable to determine the relationship between the device and the cause for this event.